Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2012; product ID c2tr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low bipolar and unipolar impedance. In addition, the lead was oversensing noise and had low p waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.